Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, some trouble shooting was done and the executive board was ordered. Repairs are still on going and a supplemental report will be submitted upon completion of the repairs.

Event description:
It was reported that at start up, before use on a patient, the cardiosave intra-aortic balloon pump (iabp) was delayed (too long); also the ECG and pressure signal were not displayed synthetically. The customer reports that they must turn the iabp off and on 3 times to get a signal. The customer provided patient information even though the issue occurred before use. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) has a delay at startup (too long). Also, the ECG and pressure signal is not displayed synthetically (on a trainer), as it is used, the end user must turn the iabp off and on 3 times to get a signal. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Corrected field: h6 (patient code) the getinge field service engineer (fse) that evaluated the iabp, reported that the executive board was replaced to fix the issue, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that at start up, before use on a patient, the cardiosave intra-aortic balloon pump (iabp) was delayed (too long); also the ECG and pressure signal were not displayed synthetically. The customer reports that they must turn the iabp off and on 3 times to get a signal. The customer provided patient information even though the issue occurred before use. There was no patient involvement, and no adverse event reported.